Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2026 an amazon customer reported that he believes he developed neuropathy on his fingertips from using the contour lancing device on the very ends of his fingers instead of the sides. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).